Event description:
Customer reported damage to pump housing and usb port, impacting ability to charge the pump and causing it to shut down. No adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was advised to switch to multiple daily injections as backup therapy and will receive a replacement pump. Customer was instructed by technical support to place the pump in storage mode and return it using a pre-paid label within 10 days.